Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 5max reperfusion catheter. During the procedure, the physician inserted a 5max reperfusion catheter and a 3 max reperfusion catheter coaxially; however, when the physician pulled the devices out, a kink was found around the hub of 5max reperfusion catheter. The physician completed the procedure with another 5max reperfusion catheter. The patients condition is well and there was no reported adverse effect on the patient. Physician's comment: I do not know when the kink occurred. I did not check the device when opened from its package. It may have occurred while the psc054 (max) and the 3maxc were inserted coaxially.

Manufacturer narrative:
Result: the 5max catheter is kinked approximately 6.0 and 48.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max catheter and 3max catheter were used coaxially. When the 3max catheter was removed from the body a kink was notice in the hub area of the 5max catheter. Evaluation of the returned device confirmed a kink in the 5max catheter was kinked approximately 6.0 and 48.0 cm from the hub. It is likely that this damage occurred after the 3max catheter was withdrawn from the body. If the 5max catheter was damaged prior to the packaging being opened or to the 3max catheter being removed, there would have been difficulties inserting the 3max catheter coaxially through 5max catheter or removing the 3max catheter from the patient. These catheters are 100% visually inspected during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.